Event description:
Reported due to an arterial clot and dissection requiring intervention. Friday 02/2006, the physician experienced an uneventful deployment and arteriotomy closure using a starclose device after a diagnostic procedure. A femoral angiogram confirmed the puncture site to be in the right common femoral artery (cfa), whose size was greater than 7mm. And without calcification. Diminished pulses were noted in the right groin following the procedure. The patient was discharged home and followed by phone on saturday and sunday. On sunday, 02/2006, the patient complained of pain while walking. He reportedly presented at the hospital the next day, with a cold right foot and was treated with heparin. He was sent to interventional radiology for an angiogram on the following day, which revealed a "clot within the external iliac at the cfa." The patient was "angio-jetted and the clot was embolized down the leg." He was then sent to surgery to evacuate the clot. A dissection in the external iliac was discovered and repaired. At last report, the patient was "doing fine." Although requested, no additional information was provided.